Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient's weight was provided.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4), non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (2075mcg/ml at 991mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that when the catheter was implanted by the first healthcare provider (hcp), the doctor "put the lead real high in my neck where the problem was." The patient's current hcp asked the patient where the catheter was and the hcp "had a heart attack" and the patient had surgery to move the catheter to the middle of the patient's back. After the catheter was moved, the patient could not tell a difference in the way it worked. It was also reported that the fentanyl worked great "within reason"; he may go a week to ten days without any breakthrough medicine but as of 4-5 months prior to (B)(6) 2018, it felt like the pump did not work if he did not have a bolus. The hcp kept increasing the medication "several times." There were no further complications reported at this time.